Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with an ez steer thermocool sf navigational catheter suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. There was a pericardial effusion noted which required removal of blood from the pericardium. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event was assessed as a serious injury since it required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.